Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump passed the a21 error test. No a21 alarm or unexpected bolus stopped alarm noted. The insulin pump had partially broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had to press the buttons on the insulin pump multiple times to get a response. He then received a bolus stopped alert and was unable to clear it. The customer did not recall any significant events leading to the alarm. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.